Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011123, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011123 was manufactured according to the work instruction (wi) version 99 and manufactured in the multivac 14 on 12/jan/2025, with a total of (B)(4) units. The sub-assembly: welding of the lot 4m02973 was manufactured according to the wi version 34 and manufactured in the machine ls06, ls07, on 11/jan/2025, with a total of (B)(4) units. The sub-assembly: welding of the lot 4m03267 was manufactured according to the wi version 34 and manufactured in the machine ls24, ls25, on 12/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03203 was manufactured according to the wi version 37 and manufactured in the line l-3, on 11/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03205 was manufactured according to the wi version 37 and manufactured in the line l-3, on 13/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03204 was manufactured according to the wi version 37 and manufactured in the line l-3, on 12/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03201 was manufactured according to the wi version 37 and manufactured in the line l-3, on 10/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.